Manufacturer narrative:
The insulin pump was unable to prime during prime test due to flush/loose drive support disk. Unit alarmed button error followed by intermittent buttons response due to corroded keypad traces. Unable to perform the basic occlusion, occlusion, excessive no delivery alarm tests due to prime fill anomaly. The insulin pump passed the rewind and displacement test.

Event description:
Customer reported that the insulin pump alarmed motor error and button error during normal used. Nothing further was reported.